Event description:
It was reported that the patient experienced syncope. There was a slight decrease in impedance on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2014. (B)(4).